Manufacturer narrative:
(B)(4). Investigation: a platelet bag with the infusion set attached to the spike was received. There was no obvious visible leak in the lines of the infusion set, indicating that the product was not transfused. The returned set was leak tested, with no leak found. Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Event description:
The customer reported an event where a nurse was preparing to transfuse a unit of platelets to a child when they noticed platelet fluid dripping from the port hole of the bag. Patient information is unavailable at this time. On (B)(6) 2011, caridianbct became aware that the customer reported this incident to their local authorities. This report is being filed in response to the customer filing a serious adverse event report alleging a malfunction with the potential for death or serious injury.